Manufacturer narrative:
Ae assessor spoke to patient who stated he saw his dermatologist this week and ordered triamcinolone acetonide ointment 2x/day which is a corticosteroid. The rash redness is decreasing. The rash is red bumps that increase to larger red circles.

Event description:
Patient did not specify the date he noticed the rash but said it was from the last 30 day supply. Since then patient has noticed the rash has spread other places where the v-go was not worn.